Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 23 august 2013, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the t-pal spacer applicator knob was stuck on the applicator handle. There was no impact on the patient or procedure because a second instrument was available in the set. The sticking of the knob was recognized after the case. No reported patient harm. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation evaluation was performed ¿ the instruments were received jammed together. The knob could not be disassembled from the applicator handle. While the technique guide explains how to use the instrument properly, it is possible that the end user may have over tightened the knob attempting to disassemble the instrument. Since the thread is a left handed thread, a clockwise rotation is required to remove the knob from the handle. The trial spacers or implants with inner shaft are loaded into the handle (03.812.001) and connect to the applicator knob (03.812.004). The assembled instrument is then inserted into the disc space to determine the best size for the t-pal implant or to implant the spacer. Product drawings were reviewed. The design specifications and materials are adequate for the device's intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.